Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was not duplicated, however confirmed with visual inspection. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an error code 46440. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.